Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: a review of the black box history indicated a voltage drop on the reported event date from 1.40vm to 1.28vm leading to a low battery pump alarm. The battery compartment was found to be cracked extending from the threads down to the seal. Moisture corrosion was found in the battery compartment and on the battery cap. The pump failed a leak test due a battery compartment leak. The battery cap¿s threads were noted to be undamaged and the cap was able to maintain electrical connection. The pump powered on and displayed the verify screen. The pump passed the ¿ez-prime¿ steps and was exercised with no alarms or overheating issues. The current draws were tested and were found to be within specifications. The pump¿s cover was removed, no moisture or corrosion was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump felt hot to the touch. The pump reportedly emitted a ¿no prime¿ warning, a ¿low battery¿ warning and a ¿replace battery¿ alarm. The patient reportedly disconnected from the pump and primed the pump until she saw insulin drops come out of the tubing. There was reportedly a cracked battery compartment and corrosion was noted inside the battery casing. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged temperature issue with the pump.